Manufacturer narrative:
Summary of eval: eval results indicated that the component could not be duplicated. It is belived that this event is not device related but is attributed to technique.

Event description:
Upon opening, the vials fractured. There was no adverse consequence for the pt.